Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. Reported event was confirmed by review of pictures provided. Device was not returned. Visual evaluation of the device photos shows fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that device fractured while the surgeon was using secondary impactor head on femur for final implant. No further information has been provided.